Event description:
During follow-up, infection was observed on the device pocket. The device was explanted and replaced to resolve the event. The right ventricular lead and right atrial lead remain implanted. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2022-11596 and 2017865-2022-11599.